Event description:
It was noted that the stent struts of a 2.75 x 33mm cypher select plus stent were not properly crimped on the balloon. While "deploying", the stent got stuck in the guiding catheter. Addendum: the following add'l info was received. The case was for "modified crush technique" in a bifurcated lesion. Two wires were placed. The first stent went smoothly into the diagonal branch, but when the second stent was entering the vessel it was "sticking" at the bifurcation point. Therefore, the stent to the left anterior descending branch was then withdrawn into the guiding catheter. At times, in these lesions, if you change the sequence of the delivery it helps. So, when the diagonal stent was withdrawn into the guiding catheter, it would not come back beyond the stent that was going to be placed in the left anterior descending branch, and both stents were entangled inside of the guiding catheter. At this point, the physician realized that the struts might have problem. Both stents were removed and it was noticed that the distal struts of the stent that was going to be placed in the left anterior descending branch were uplifted and the proximal struts of the stent that was going to be placed in the diagonal branch were also uplifted. The procedure was completed by using two other cypher stents. There was no injury to the patient. Physician's comments: the physician concluded that while negotiating the stent to be implanted in the left anterior descending branch beyond the bifurcation point, the distal struts were damaged. And when the stent to be placed in the diagonal branch was withdrawn the proximal struts became uplifted due to the other damaged stent.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-00552 and 9616099-2008-00906. Add'l info will be submitted upon 30 days of receipt.